Event description:
Caller reported a cartridge alarm issue during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, confirmed the shipping address, and sent instructions for returning the problematic pump through ups. A replacement pump was sent, and the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted.